Manufacturer narrative:
Corrected data: this is to correct the initial submission. Through further review it was noted that the customer also reported this event is for the left eye and there was no surgical intervention, no incision enlargement, no sutures, and no vitrectomy required. No medical intervention was needed. Their visual acuity pre-op was reported as 20/40 and post op it is 20/25 uncorrected minus 2. The patient's outcome was reported as "happy". Their date of birth is 10/11/1951 section a2, date of birth: (B)(6) 1951 section a3, gender: female all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: this is to report the following codes were updated due to additional review of this event. Previously reported in section h6 medical device problem code as 3191-appropriate term/code not available. We are updating this code to 2993 - adverse event without identified device or use problem. We added a code to section h6 health effect - clinical code. 2140 - visual disturbances section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jul 22, 2021 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/no information. Date of event: the exact date is unknown. The best estimate is between (B)(6) 2020 thru (B)(6) 2021. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced blurry vision and could see the rings on the intraocular lens (iol). The iol was explanted and replaced with a non-johnson and johnson lens. No additional information was provided.